Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neurosurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. . Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: case 21: one (B)(6) patient with secondary metabolic dystonia experienced an infection at the connector site 9 days after receiving bilateral gpi-dbs, which had provided no benefit. A culture was positive for staph epidermidis. The extension was removed and the patient was treated with intravenous cephalexin. However, the patient experienced persistent infection at the blind cranial end and the rest of the dbs system was removed. See literature article attached in MFR report # 3007566237-2012-00054.

Manufacturer narrative:
Unk implanted: unk, explanted: unk; lead model neu_unknown_lead; lot # unknown, serial# unk, implanted: unk, explanted: unk; lead model neu_unknown_ext, lot# unk, serial# unknown, implanted: unk, explanted: unk; lead model neu_unknown_ext, lot# unk, serial# unknown, implanted: unk, explanted: unk.